Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement cable assembly green led shipped to site (B)(4) 2015. Suspect cable assembly returned to manufacturer on (B)(4) 2015 and confirmed green led does not illuminate when power is applied. Also replacement ups battery cartridge, shipped to site (B)(4) 2015. Suspect battery cartridge returned to manufacturer on (B)(4) 2015 and confirmed battery does not hold charge. Immediately shuts down upon power interruption under load. Replaced the cable assembly green led and battery cartridge and an imaging system checkout was performed and passed without any issues. System performed as intended. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic employee reported the imaging system will not hold charge and the green line power light is not functioning. There was no patient present when this issue was identified.